Manufacturer narrative:
Follow-up #1 - device evaluation: a retain cartridge was evaluated by product analysis with the following findings: there were no failures observed during the cartridge lot review. A visual inspection of the cartridge was performed with no damage or defects noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and reported an air bubbles/leaking issue with the cartridge. The patient reportedly experienced a blood glucose (bg) value of 29.6mmol/l with large ketones. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged air bubbles/leaking issue with the cartridge.